Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 16 mmol/l (288 mg/dl). The pod was worn between 5 and 24 hours. It was noted that the needle did not retract and the cannula was bent. No information was provided on how the hyperglycemia was treated. Device was discarded.